Event description:
The patient had a cypher stent implanted in a denovo, slightly calcified mid left anterior descending lesion. A second lesion was treated with cypher. The lesion was at the proximal left anterior descending, denovo, and slightly calcified. The lesions were not pre-dilated and there were no procedural complications or device malfunctions were noted. The patient was discharged in 2005. In 2006, the patient had an mi and died. The cause of the death was cardiac, and the cardic cause of death and procedure was reported as unknown.